Manufacturer narrative:
Device evaluated by MFR.: the device returned to boston scientific for analysis. The product return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed multiple kinks with a broken shaft, with a fractured hypotube at 56.5cm from the shaft. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. Due to this, a functional test cannot be performed. The kink and error message is confirmed.

Event description:
Reportable based on the device analysis completed on 14-dec-2021. It was reported that error message, pump seal fault and catheter kink occurred. The target lesion was located in the left lower limb artery. An angiojet solent omni was used in a thrombectomy procedure. During the procedure under thrombectomy mode, the device showed an error message. It was also noted that there was liquid in the pump and middle segment of the catheter was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.